Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital . Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the unit alarmed for high tidal volume. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the v60 had alarmed for high tidal volume.

Manufacturer narrative:
Per good faith effort (gfe) received 29dec2023, the customer inquired a third party for repairs. No further information or action provided by philips. The customer inquired a third party for repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.